Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12064. It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the right and left ventricular leads were exhibiting noise. A chest x-ray was completed to find no additional anomalies. No further intervention was completed to address this issue. The patient was stable and will continue to be monitored.